Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and monarc and mesh were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with vaginal hysterectomy, bilateral vaginal-paravaginal repair & cystocele repair due to sui & pop. It was reported that following insertion the patient experienced bleeding. It was reported that patient underwent excision and revision of vaginal mesh on (B)(6) 2010, due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.